Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon ¿no image¿ was confirmed, and an internal failure of the cable was confirmed. Therefore, it was determined that the reported phenomenon, ¿no image¿, occurred because the video function did not work properly due to an internal failure of the cable. It was recommended to replace the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter confirming that this original customer-related event took place during procedure preparation.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer originally returned his olympus 4k camera head as it was experiencing imaging issues during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation it was confirmed that there was no image present at all. This report is being submitted to capture the confirmed lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A damaged cable was discovered and causing no image to appear. If additional information becomes available following the device evaluation, a supplemental report will be filed.